Event description:
It was reported that during a tonsillectomy/adenoidectomy procedure using an evac 70 xtra wand and coblator ii controller, while the wand was activated it came in contact with an alice clamp inside the patient's mouth and arched, causing a minor burn. The burn did not require any further treatment, as it was very minor. The procedure was completed successfully without significant delay using a back up wand. There were no additional patient complications reported as a result of this event.